Event description:
Parents of a diabetic pt reported missing segments with a one touch profile meter. Pt started using the ot meter early this year. It was lately noticed that the ot meter results had the first figure missing from the display. Pt's food intake and medicine intake were reportedly based on the ot meter results. Pt had reportedly another meter as a backup. No adverse events have been reported. No further info has been reported.